Event description:
During a remote follow-up, episodes of oversensing were observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that oversensing was observed due to crosstalk.